Manufacturer narrative:
The insulin pump was unable to download information to the carelink software due to error alarms in the alarm history screen. The alarms were due to a corrupted history file. The device passed the self test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported that the insulin pump had a crack on top of its battery compartment after it had been dropped. The blood glucose reading was 125 mg/dl. The most recent blood glucose reading was 182 mg/dl. Advised replacement of the insulin pump. Nothing further reported.